Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging device not working. There was no report or medical intervention. Additional failures include burned pca, screen with scratches, solution pollution ds2 reusable pollen filter, solution pollution ds2 inlet/outlet seal, iso port kit, and heater plate kit. The device was scrapped. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.